Event description:
It was reported that the patient underwent a balloon ablation procedure in 2006. The balloon pressure was fluctuating between 140 mmhg and 200 mmhg, and at approximately six minutes into therapy, a popping sound was heard by the staff. It was then noted that fluid was running from the cervix, and that the patient had sustained a second degree cervical burn. It was verified with a scope that uterine therapy was inadequate. The procedure was aborted.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form.